Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurement, measuring greater than 125 ohms. Technical services (ts) provided troubleshooting recommendations to be discussed with this patient's electrophysiologist (ep). This rv lead remains in service. No adverse patient effects were reported.